Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation is under the front therapy pad and it is a brown spot and the skin did break and they had bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.